Manufacturer narrative:
Patients age is unknown, however, reported to be in her (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the device advanced out of the scope, it was oriented wrong. The device did not bow in plane, it bowed to the left. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the device advanced out of the scope, it was oriented wrong. The device did not bow in plane, it bowed to the left. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length including the distal tip were twisted. During a functional testing, it was found that the initial orientation did not meet the orientation specification. The orientation of the distal tip could be adjusted left or right by rotating the handle and set within specification. A second functional evaluation found that the device met the minimum bowing specification and the device bowed in plane. The condition of the returned device was not consistent with the complaint that the device bowed out of plane. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result: no failure detected; the alleged failure could not be duplicated, however, the working length was twisted and the orientation was initially out of specification.